Event description:
The ge oec 6600 fluoroscopy system was reported by the physicist to have terrible image quality and ma out of specification.

Manufacturer narrative:
A ge oec service rep investigated the issue and adjusted the focus of the camera to resolve the image quality issue. Technical factors were within regulatory specification. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.